Event description:
It was reported that a revision surgery was performed due to a dislocated knee. The femoral implant, the liner and the tibial base plate were removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on a review of the x-rays provided, the limited available information, and without the explanted devices the root cause of the reported recurrent dislocations resulting in the revision procedure cannot be determined. The impact to the patient cannot be concluded. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
This report is being send in order to clarify that the report received 7/26/2018 was submitted in error. Please disregard it.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no other relevant medical information was provided and no other information on the consequences of this event was provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.